Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation and respiratory tract irritation. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. In addition, there was no device contamination of any kind, but device was found to have a scratched lcd screen. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.